Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, upon insertion of the iol haptic was bent and could not unfold. Surgeon tried to manipulate within the patient eye and it did not unfold and the haptic of the lens was broken. It was removed and another lens was implanted to complete the surgery on the same day. Additional information has been requested.